Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with dilation and curettage, hysteroscopy, thermachoice ablation, and cystoscopy.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent the following procedures: on (B)(6) 2010: laser assisted removal of eroded mesh due to mesh eroding into the bladder; on (B)(6) 2012: revision due to the sling being released at its point of tension and could not be excised. (B)(4).